Manufacturer narrative:
Evaluation summary: manufacturer performed final functional testing on the actual device returned from the customer on 10/19/2007. Tests performed included, electrical safety, control loop, leak test, intermittent test, open port test, alarm support test and charge verification test. All test passed the defined acceptance criteria, and the conclusion of the report was that the pump and alarm functioned per production specification.

Event description:
Pump was applied to patient in 2007 and removed on four days later. Nurse stated that the seal had broken on the lower area of the wound and that the "alarm on the pump malfunctions and the wound became macerated and infected." Wound was much larger with yellow drainage apparent. Patient complained of pain as nurse removed pump and cleaned wound. On the next day, a doctor debrided the wound and a collagen dressing was applied. The patient was discarded from the hospital three days later.